Manufacturer narrative:
H2) additional information: a1-a3 updated and a4-a6 updated. B3 updated. B5 updated. Additional information was received from the customer that confirmed the event occurred during patient use. There was a delay in infusion therapy, and the pump was swapped out. There was patient involvement, and unknown signs or symptoms experienced. B6-b7 updated. D3 - manufacturing plant address, city, and zip code updated. H6: f code updated.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a downstream occlusion error. Patient involvement is unknown.

Manufacturer narrative:
One device was returned for repair with complaint of downstream occlusion error. Review of event history log found multiple issues of downstream occlusion (dso) alarms. The device came in past 12 months for preventive maintenance. The reported problem was replicated with visual/functional testing. The device was failing with 9 psi. The most likely cause of the reported error is a faulty main board. A moderate bubbled dso seal found. Replaced main board to resolve reported alarm. Also replaced dso sensor assembly. This device passed all functional tests after the repair.